Manufacturer narrative:
One tracheostomy was returned for evaluation without original packaging, and in used condition. Visual inspection of the device has shown both a tear on the flange eyelet, and a broken airline. Quality takes a representative sample and performs a visual inspection to review for: short shots, chips or cuts in critical areas, after each process. The most probable root cause is that damaged occurred after the product left the shm facility.

Event description:
Information was received that a smiths medical tracheostomy had a tear in the tubing leading to the balloon after three days of use.